Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they had a high blood glucose value of 407 mg/dl. The customer was treated with bolus. Customer stated that they had extremely high no ketones. Customer stated that the insulin pump had change sensor alert and calibration not accept alert. The device will not be returned for analysis.